Event description:
It was reported that one day after implant, the rv pacing lead dislodged. Unable to pass stylet into lead during attempts to reposition the lead. The lead was removed. There were no patient complications reported as a reesult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid present on the proximal conductor and the outer insulation was found breached cut, apparent explant damage; full lead analyzed.